Event description:
The customer's sister called to report that the customer was hospitalized for high bgs. Moreover, the customer had a low blood pressure. Which may have contributed to the high bgs. The pump was not available for troubleshooting at the time of call. A replacement pump was requested.